Manufacturer narrative:
The cause of the questioned elevated pt result is unknown. However, analysis of the instrument data revealed no systematic failures or qc failures. The issue described is for one individual patient's samples with elevated results with pt innovin reagent but lower results with an alternate non-siemens methodology reagent. The account stated that no other patient samples were similarly impacted. The dade innovin instructions for use states: "dade® innovin® reagent is manufactured using recombinant human tissue factor and synthetic phospholipids which do not contain any other clotting factors such as prothrombin, factor vii and factor x. Therefore, it is highly sensitive to factor deficiencies and oral anticoagulant treated patient plasma samples." The alternate methodology utilizes rabbit brain tissue factor. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A questioned elevated prothrombin time (pt) result was obtained on an individual patient's samples on the ca-560 instrument. The result was reported to the physician who questioned the result. The same sample was retested by an alternate methodology and a lower result was obtained. There is no indication that patient treatment was altered or prescribed on the basis of the questioned elevated prothrombin time (pt) result. There was no report of adverse health consequences as a result of the questioned elevated prothrombin time (pt) result.